Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified rep dream station auto bipap, dom-recrt with an allegation of respiratory tract irritation, reduced cardiopulmonary reserve and other (unspecified event). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box d product brand name, model number, catalog number and product UDI were corrected/updated. Box h- problem code grid, remedial action init and recall (z) number were updated.